Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging the patient was unable to perform a test on his onetouch ultra meter due to it not powering on. In addition, she stated he was unable to obtain a blood sample using the onetouch ultrasoft lancing device due to the lancet holder being damaged. The patient's mother stated the alleged issues occurred on the same day, approximately one month ago but could not recall the exact date or time. The patient reportedly was not yet taking any diabetes medications and the mother stated she took no action in response to the subject device not working. The mother stated that approximately 5 days later, the patient developed symptoms of "feeling sleepy all the time, his glucose dropped and he felt weak." The mother stated she took him to the emergency room (ER) on an unknown date and time, 'one month ago' and he was reportedly tested when he arrived (unknown result) and treated orally with a glucose suspension by an hcp. She stated his blood glucose was checked again after the treatment and she reported a value of "80mg/dl." The patient was reportedly later released from the hospital that same day. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time and it was in need of a battery replacement based on the meter's specifications of use, however, the the mother did not have a battery available at the time. The correct test strips were being used. Replacement products were sent. This complaint is being reported because the patient reportedly was unable to test his blood glucose due to the reported issue and developed symptoms of hyperglycemia that required treatment provided by an hcp after the alleged meter issue began. The issue regarding the lancing device is submitted separately.

Manufacturer narrative:
Follow-up # 1 (11/15/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.